Event description:
A bipap auto bi-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles inside the assembly. In addition, there was contamination from tobacco inside the device and dirt and dust contamination as well. An error code 100 (err_humid_no_heat) was present in the error log. The customer requested the device to be scrapped. If additional information becomes available, a follow-up report will be submitted.